Event description:
During cardiac catherization procedure, a lifestream balloon (3.5 x 30mm) was used and burst. The balloon burst and jammed at the site of a stent placement from 2 yrs prior. Attempts to pull the balloon failed. The pt was taken to the or for emergency surgery and removal of balloon from the coronary artery.